Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pad was leaking and needed to be changed twice. The health care professional who reported the incident did not witness the leak so therefore they could not explain where the pad was leaking from. A universal pad was used during therapy as the patient was a neonate. The universal pad was replaced twice due to the leaking which interrupted therapy. Therapy was resumed using a third pad without any further issue.

Manufacturer narrative:
Received 1 used arcticgel pad only. Visual inspection noted no obvious defects. The trim pattern was found to be within specifications and the energy connector was found free of damages and presented with a good connection on the pad. No manufacturing issues were noted during the evaluation of the returned pad. A functional test was performed via a flow rate test. The pad was tested using the arctic sun machine model 2000. The pad was connected to the arctic sun machine model 2000 for 10 minutes, see details below: small universal pad: a total of 8.46 l/min m2 flow rate was registered during the test. According to the test method the flow rate was within specifications on the returned pad as the flow rate must be above 3.9 l/min m2. No leaks of any type were noted. The lot number is unknown therefore the device history record could not be reviewed. The complaint was unconfirmed as the product met specifications. The instructions for use state the following: "once all the pads are primed, assure the steady state flow rate displayed on the control panel is appropriate for the number of pads connected" (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.